Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user encountered alert 41 during an initial cartridge fill and experienced repeated alarms after multiple restarts, which led to device replacement. Symptoms included no reported changes in blood glucose. Outcomes included use of a replacement device and continued cgm monitoring with dexcom. Investigation included customer service troubleshooting, device shutdown guidance, shipping of a replacement, and arrangement for return of the original unit for analysis. Investigation of this case revealed a suspected insulin delivery mechanism malfunction consistent with an insulin shaft rewind error and an absolute insulin range error. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction of the pump mechanism.